Event description:
Pt's father called in and expressed concern that the omnitrope pen for use with omnitrope 10mg cartridges is broken. He states his son has been telling him he does not get the full dose when injecting; however father has been away on business and is unsure of the specifics as to what is happening and how son knows he is not getting full dose. I scheduled a video consultation with a rph to review administration technique and provide phone info to look into new pen device as theirs is greater than 1 year old per father.